Event description:
A malfunction alarm was reported, displaying malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reset the pump with assistance from technical support and was advised to continue using the pump, with instructions to call back if the issue recurs.